Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 19mm aortic valve implanted seven (7) years, four (4) months, underwent valve-in-valve procedure due to severe aortic stenosis and moderate regurgitation. Patient was initially taken to cv or for re-do surgical valve replacement; however, this was aborted because the patient needed transcatheter valve. Patient was subsequently taken for valve-in-valve procedure two days later. A 23mm transcatheter valve was implanted inside the 19mm valve. Patient tolerated the procedure well and was transferred to cvicu intubated and in stable condition. Patient developed (B)(6) bacteremia which identified source was likely an IV site on right ac. Patient was discharged home in good condition on post-operative day 10. No physician allegation of malfunction.

Manufacturer narrative:
H10. Additional manufacturer narrative: added additional information to b5, f10, h6. The device was not returned to edwards for evaluation as it was reported by pathology to be unavailable. H11. Corrected b5 and d7.

Event description:
Edwards received information a patient with a 19mm aortic valve implanted seven (7) years, four (4) months, underwent redo avr procedure due to severe aortic stenosis, moderate regurgitation, and patient prosthesis mismatch (ppm). Patient presented with acute on chronic diastolic heart failure. Patient was initially taken to cv or for surgical valve replacement; however, this was aborted because the patient needed transcatheter valve. Patient was subsequently taken explant procedure two days later. A 23mm transcatheter valve was implanted in replacement under direct visualization. Patient tolerated the procedure well and was transferred to cvicu intubated and in stable condition. Patient developed mssa bacteremia which identified source was likely an IV site on right ac. Patient was discharged home in good condition on post-operative day 10.

Manufacturer narrative:
H10. Additional manufacturer narrative: added correct h6 result code and additional h6 conclusion code. The cause of the event cannot be determined.